Event description:
It was reported that the sponge fell off from the minicap. This was identified before use of the device for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was reviewed and showed the sponge was found fully separated from the cap. The reported condition was verified. The cause of the separation was due to a transport issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.